Manufacturer narrative:
Medical device code (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2021. During the procedure, the physician went to deploy the second band but no band was released. They noticed that the white band was broken and tangled with the other bands. It was reported that the technician had difficulty getting off the shrink wrap from the bander cap as they were setting it up for the case. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.